Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead had dislodged due to suspected arm movement during a chest x-ray. The ra lead and rv lead were repositioned and remain in use. No patient complications have been reported as a result of this event.